Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient race: african american. No devices received, log review only.

Event description:
Customer advocacy received a copy of the customer's medwatch report as well as the customer's sus voluntary event report from the FDA which states, "pt was receiving levophed when the pump was beeping, so rn passed it bp was 50/20s pt's condition deteriorated and pt subsequently expired next morning unk if issue with pump was due to user error or pump malfunction biomed inspected pump and found 9 malfunction errors no errors or events determine the battery to be low or any other reason for the pump to lead to pt death. A malfunction alarm began on (B)(6) 2020 at 23 39 their recommendation was in future to always keep the lines and accessories used in case this was the culprit so apparently not all supplies kept by staff transmit alarm continued to show meaning it may not have been transmitting appropriately FDA safety report ID # (B)(4)." The event occurred at (B)(6) ICU.

Manufacturer narrative:
The reported issue that an infusion of the drug levophed was found ¿beeping¿ (alarming) attributed to a low battery alarm was confirmed. The data set was not provided, therefore the actual drug infusing could only be identified as drugid: (B)(4). Analysis of the pcu event log recorded an infusion started with a single pump module attached (sn (B)(4)). The concentration was recorded at 16mg/250ml for drugid: (B)(4). The rate was set at 6.6ml/h with the vtbi at 250ml; the infusion began at 10:49pm on (B)(6) 2020. The infusion rate was manually increased to 8ml/h at 11:08pm. The pcu alarmed for low battery when the ac power had been disconnected at 11:15pm. The infusion was recorded to have been manually placed in a pause state before the ac power was connected, stopping the low battery audio alarm. The infusion was restarted right after at 11:26pm. The pump module was turned off at 11:45pm, shutting down the system. The volume recorded delivered was 6.42ml from the programmed vtbi of 250ml. The reason for having terminated the infusion early could not be ascertained from the log. The root cause for the pump ¿beeping¿ (alarming) was identified to be the result of a low battery alarm during system operation while on main battery power; however a low battery alarm would not have interrupted a pump module infusion. No device was returned for investigation.

Event description:
Customer advocacy received a copy of the customer's medwatch report as well as the customer's sus voluntary event report from the FDA which states, "pt was receiving levophed when the pump was beeping, so rn passed it bp was 50/20s pt's condition deteriorated and pt subsequently expired next morning unk if issue with pump was due to user error or pump malfunction biomed inspected pump and found 9 malfunction errors no errors or events determine the battery to be low or any other reason for the pump to lead to pt death. A malfunction alarm began on (B)(6) 2020 at 23 39 their recommendation was in future to always keep the lines and accessories used in case this was the culprit so apparently not all supplies kept by staff transmit alarm continued to show meaning it may not have been transmitting appropriately FDA safety report ID # (B)(4)." The event occurred at ascension macomb-oakland hospital, warren campus ICU.